Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) cables were not working. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) states he sent the cables (trunk cable, 0012-00-1812-02 & ECG leadwire set, 0012-00-1814-02) directly to the customer as a supply, fse did not go onsite. Per the fse the customer replaced the cables and device is working and being used for therapy.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11.